Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) meter read "high" (bg level not provided). Customer changed the pump cartridge; however, the elevated bg did not resolve. No additional information was provided.

Manufacturer narrative:
On (B)(6) 2023, distributor reported the following information: pump was received. Pump system check was performed and pump was found to be functioning as intended.